Event description:
Device is configured in french but should be (B)(6). There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and that french language was installed on the device. The sam 360p passed ¿out qat¿ from heartsine technologies on the 19th october 2020. After further investigation the reported fault was confirmed that the device outer box labelling was labelled with product type 360p german. The UDI on the rear device labelling and the 360p unit test record sheet also displayed the product type. Additionally, visual inspection of the device carry case showed that the hang tag was in german language. Furthermore, during the investigation the device was also confirmed to be emitting audio prompts in french as per reported fault. Review of the device history records confirmed that the device was programmed with french language. The manual from the returned device was also confirmed to be in french language. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360p device.

Event description:
Device is configured in french but should be german. There was no patient involved in this event.